Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2016 as part of the (B)(6) study. This complaint is being reported based on the event of asthma exacerbation requiring treatment with non-invasive mechanical ventilation and prolonged hospitalization. On (B)(6) 2016, the patient was admitted to the hospital for the bt procedure. On (B)(6) 2016, the patient underwent the second bronchial thermoplasty treatment to the left lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2016 while hospitalized following the procedure, the patient experienced an asthma exacerbation and was placed on non-invasive mechanical ventilation. Hospitalization was prolonged due to the asthma exacerbation. On (B)(6) 2016, the patient's asthma exacerbation resolved. On (B)(6) 2016, the patient's symptoms improved and the patient was discharged from the hospital. Per the patient's discharge summary, this patient reportedly experienced bronchospasm prior to the procedure and has a pre-existing history of utilizing "bipap peep 12/8 for fatigue" and was reportedly treated with increased duration of noninvasive ventilation. Baseline spirometry values. Visit date: (B)(6) 2016. Post-bronchodilator: fev1: 2.62; fev1 % predicted: 67.80; fvc: 2.77; fvc % predicted: 62.70.

Manufacturer narrative:
(B)(6). Study source: (B)(6) clinical study. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2016 as part of the (B)(6) clinical study. This complaint is being reported based on the event of asthma exacerbation requiring treatment with non-invasive mechanical ventilation and prolonged hospitalization. On (B)(6) 2016 the patient was admitted to the hospital for the bt procedure. On (B)(6) 2016 the patient underwent the second bronchial thermoplasty treatment to the left lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2016 while hospitalized following the procedure, the patient experienced an asthma exacerbation and was placed on non-invasive mechanical ventilation. Hospitalization was prolonged due to the asthma exacerbation. On (B)(6) 2016 the patient's asthma exacerbation resolved. On (B)(6) 2016 the patient's symptoms improved and the patient was discharged from the hospital. Per the patient's discharge summary, this patient reportedly experienced bronchospasm prior to the procedure and has a pre-existing history of utilizing "bipap peep 12/8 for fatigue" and was reportedly treated with increased duration of noninvasive ventilation. Baseline spirometry values. Visit date: (B)(6) 2016. Post-bronchodilator. Fev1: 2.62. Fev1 % predicted: 67.80. Fvc: 2.77. Fvc % predicted: 62.70.